Event description:
There is no new patient or event information since the last report was submitted on 24sep2019.

Manufacturer narrative:
Investigation evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Visual examination confirmed the fiber was returned in used condition. The fiber was separated into two segments. The length of the distal segment measured 48.9cm. Fiber optics were protruding 6mm out from the distal end of the blue sheath. The length of the proximal segment was 249.7cm. The total length of the fiber was 298.6cm. The plug appeared to be secure. There was no discoloration or damage noted. Closer examination of the point of separation revealed that the fiber was broken and the fiber jacket was pulled into separation. A review of the device history record found no non-conformances. Because there are no non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows 1 other complaint associated with the complaint device lot, but it has a different failure mode. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions several different factors affect the life of any fiber, including: improper handling. Continuous lasing with the fiber tip in contact with tissue. Never subject fiber optics to sharp bends in handling, use, or storage. Discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Extended lasing at high power, lasing with a contaminated or damage proximal end. The complaint is confirmed based on customer testimony and device failure analysis. Cook has concluded that based on the evidence presented, the potential cause of fiber breakage is related to improper handling of laser fiber. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant products: hiwire nitinol hydrophilic wire guide, storz flexible ureteroscope, and h30 holmium laser 30 watt. (B)(6). Occupation: clinical facilitator . PMA/510k #: k163197. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a laser lithotripsy to bilateral calculi in the kidneys using a cook single-use holmium laser fiber, the fiber broke. After the first fiber (patient reference (B)(6)) failed to initiate the aiming beam or transmit energy, it was discarded. The second fiber used then broke inside of the working channel of the ureteroscope. The fiber fragment was removed from the ureteroscope by inserting the wire guide into the working channel. The procedure was successfully completed by using a third laser fiber. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.